Manufacturer narrative:
Additional information was received with on (B)(6) 2018. The replacement devices were 425cc mentor memorygel breast implants. The replacement surgery operative report was received on (B)(6) 2018. There were no procedural complications, and the patient was brought to the recovery room in stable condition. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 51-year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 350cc saline prosthesis. On 8/6/2018 left sided deflation was with a decrease in the size of the prosthesis. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. Black material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a rent on the anterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release, additionally, a thorough in-process testing during several stages of the manufacturing process is performed. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the brown and black material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, lot #6926589 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 350cc saline prosthesis. On (B)(6) 2018 left sided deflation was with a decrease in the size of the prosthesis. As a result, an explant is planned for (B)(6) 2018.